Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the sensor had a missing cannula. The customer's mother also reported that the site was irritated. The customer's blood glucose was 114 mg/dl at the time of incident. The sensor will be returned for analysis.

Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor. The cannula was found retracted to the top of the sensor base and was broken; the broken parts are attached to the plastic and the adhesive tape. Unable to confirm if the customer received the sensor damaged due to the sensor was returned opened and used. Unable to confirm skin irritation due to the lab cannot test or reproduce the irritation.